Event description:
Medics responded to a pt described as in full cardiac arrest. The pt was connected to the device but, according to the reporter, the device would not charge. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death or the pt. The reporter based his opinion on the attending clinician's assessment of the pt's viability.